Event description:
It was reported that the implantable pulse generator (ipg) had not collected diagnostics. It was noted that the atrial port was plugged and that the implant detect feature had not completed preventing the device from collecting diagnostics. The caller was instructed to turn the implant detect feature to off/complete and the ipg remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Implantable pacing lead: 4193, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.